Event description:
It was reported during a permanent placement procedure a laminectomy was performed at t10 to prepare for paddle lead placement. The physician noted a significant amount of scar tissue in the pt's epidural space. During the procedure the physician reported a dural tear and performed repair of the tear. The physician opted not to implant the lead and to abort the procedure.

Manufacturer narrative:
Results: the complaint could not be confirmed. Visual inspection noted no anomalies. Per the event details, the complaint cannot be confirmed through product analysis testing. No alleged device failure was identified. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.